Event description:
Pt being prepared for cardiopulmonary bypass given 3000 units of heparin at 813 and 21,000 units of heparin at 0836. Blood pressure at time heparin given was 90/63. At 0839 the blood pressure dropped to 70/40 and remained decreased for approx 20 mins. Dose or amount 24,000 units; frequency x1; route IV bolus. Dates of use: one time use. Diagnosis or reason for use: CABG.